Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the proximal left anterior descending (lad) artery. A liberte stent was implanted in the lcx, followed by another liberte stent implanted in the mid left anterior descending (lad) artery. It was noted that a low grade dissection occurred in the proximal lad due to the non-bsc guidewire. The 32x3.5mm liberte stent delivery system (sds) was delivered to the lesion and the delivery balloon was inflated. However, ivus confirmed that the stent was never deployed in the patient. The dislodged stent was found on the drape table. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the proximal left anterior descending (lad) artery. A liberte stent was implanted in the lcx, followed by another liberte stent implanted in the mid left anterior descending (lad) artery. It was noted that a low grade dissection occurred in the proximal lad due to the non-bsc guidewire. The 32x3.5mm liberte stent delivery system (sds) was delivered to the lesion and the delivery balloon was inflated. However, ivus confirmed that the stent was never deployed in the patient. The dislodged stent was found on the drape table. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the midshaft extrusion was kinked at the port site. The balloon appeared to be inflated with air and the stent was received detached from the balloon and stored in a plastic container. An examination of the balloon could clearly identify an impression on the balloon material from the stent crimp. An examination of the stent found that the stent was stretched and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).